Event description:
Customer's mother reported blood glucose results of 17 mg/dl and 360 mg/dl within 10 minutes on the compact plus system. Reported no symptoms, gave regular medication. No adverse event reported. A request was made for the return of the system, replacement was sent.